Event description:
The computer reported the ortho provue analyzer was not dispensing red cells into the mts a/b/d/ monoclonal and reverse grouping cards and randomly not aspirating red cells from the samples. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer went to the customer site and determined the probe depth into the sample tubes was set deep. The fe performed the appropriate adjustment to probe to return the instrument to expected operation.